Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
During an unspecified surgery on (B)(6) 2013, the surgeon twisted the insertion handle with too much force causing the insertion guide to break. Outcome of the surgery was not affected. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis. One trochanteric fixation nail screw inserter/extractor part 357.428, lot 3437835 was returned for evaluation. The returned device was manufactured in may 2010 and is over 3 years old. No break could be found on the returned device. Normal wear is observed on the distal end. The distal tangs are not damaged or broken. The device design was evaluated and is adequate for its intended use. The shaft component is produced from 17-4 ph material which is a standard material for synthes instrument shafts. The tfn-trochanteric fixation nail risk analysis adequately addresses this complaint condition of damaged inserter/extractor instrument on line 240 due to inappropriate dimensions as less severe with a moderate severity of harm 3 and an unlikely probability of occurrence 2. In addition, line 250 assesses the risk associated with wrong material specified as less severe with a moderate severity of harm 3 and an improbable probability of occurrence 1. The complaint condition of the returned device breaking is not confirmed. No break is found on the returned device. Device is not a single use device. Placeholder.